Event description:
It was reported that the patient experienced pain and discomfort at the paddle incision site due to lead migration, which was confirmed through imaging. The patient underwent a revision procedure to reposition the lead. The patient was doing well postoperatively. The lead remains implanted in the patient and in use.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced pain and discomfort at the paddle incision site due to lead migration, which was confirmed through imaging. The patient underwent a revision procedure to reposition the lead. The patient was doing well postoperatively. The lead remains implanted in the patient and in use.

Manufacturer narrative:
This report is being submitted to correct the date of event field (b3), describe event or problem field (b5) in section b, adverse event/product problem; explant date field (d6b) in section d, suspect medical device; patient codes field (h6), impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.